Event description:
It was reported that balloon rupture occurred. Vascular access was obtained uilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.